Event description:
A customer contacted baxter's technical service center needing assistance with the homechoice (hc) machine. The caregiver (cg) stated that the hc "started spewing fluid out all of the lines onto the table and floor". The cg pinpointed that the patient line was the line that was leaking. The cg had the vented cap on the line and did not have more than one bag on the heater. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the leak was coming from the cassette door and she was unsure as to where exactly the leak was coming from. The nurse had no further information to add regarding sample availability or lot number. The patient did not use the setup and is currently performing hemodialysis. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause was undetermined and the complaint was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. The lot number was not provided; therefore a batch review cannot be conducted.